Manufacturer narrative:
H3: 81 evaluation is progress, but not yet concluded.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the alarm level sensor was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the red level sensor to lab use only (luo) testing equipment. During the evaluation, the red level sensor functioned as intended. It was determined that the red level sensor met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.